Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was attempting to secure the second locking screw in the metaglene and 2 of the teeth on the end of the locking screw driver broke off. This has happened before with this same surgeon and he believes there is a problem with the screwdriver. He will only do a reverse with us if we have 2 screw drivers available every case. There was surgical delay of 15 minutes.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.